Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulation jumped up from 10-22 by itself. The patient said it gave them a hell of a shock. The rep said it was likely an issue with the sensor needing to be adjusted. The patient has an appointment on (B)(6) 2019 and a rep was going to be there to evaluate. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on november 18, 2019. They reported they had discussed/confirmed the information with the physician. The cause of the stimulation jumping from 10 to 22 by itself was determined to be due to the patient adjusting the stimulation up, then they stayed in that position for 30 seconds, which ended up re-calibrating the adaptive stimulation setting for that position. So, when the patient returned to that position, the system worked properly and adjusted it to the new setting of 22. To resolve this issue, the system was re-calibrated, which resolved the issue. No further complications were reported or anticipated.